Event description:
As reported for this event by the customer, an e315 error message for unsupported scope, indicating no image, was received for the device. There is no patient involvement and no harm to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing, the e315 error message was not observed for the device. Other observations for the device are: image had black dots which require replacing of the charge couple device unit; peeling of labels; switch sw1 is cut; objective lens is cracked; distal end cover (c-cover) is scratched; light guide lens is cracked and chipped; distal end rubber coating (a-rubber) glue is cracked; insertion tube had scuffs and scratches; light guide tube had minor scratches; angulation was insufficient; and contact pin had deformation. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: electrical contact pins of the scope connector became deformed due to physical stress, and connection became unstable. A definitive root cause cannot be identified. This issue is covered in the instructions for use: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.